Event description:
N/a.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse tested the unit with the fiber optic tester/simulator and ran performance test with balloon, trainer & simulator. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had fiber optic sensor module failure. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.